Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath lot# serial# implanted: explanted: product type catheter product ID 8711 lot# serial# (B)(6). Implanted: (B)(6)2007, explanted: (B)(6) 2021,product type catheter h3: the catheter was returned and an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 27-feb-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient wasn't feeling well suddenly. Symptoms of withdrawal were suspected. The patient was taken to surgery and a catheter exploration was done. During surgery it was decided to replace the catheter completely. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No tests were done. The entire catheter was explanted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient¿s status at the time of the report ((B)(6) 2021) was reported as ¿alive ¿ with injury¿ with the details of the injury and patient recovery noted as ¿feeling slight withdrawal symptoms¿.